Event description:
Doctor measured a ball tipped guide wire for a gamma nail, ruler measured 20mm too short. This was noticed after nail had been implanted; nail was then exchanged for a longer one.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device disposed of by hospital.

Manufacturer narrative:
The product was not returned for investigation. It was disposed by the hospital. A physical investigation was not possible. The alleged event could not be confirmed. The review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation. In addition we reviewed the manufacturing documents of the 20mm shorter nail (320 mm length) manufactured in the same month in 2013. The date of packaging was found far away from the date of this 340 mm nail. The cause of the event could not be determined exactly but it was suggested that the alleged event occurred due to a sub-optimal intra-operative procedure. With available information the event was not caused by any deficiency of the device. There were no further complaints filed regarding this alleged issue ¿ neither for the lot nor for the product in question.

Event description:
Doctor measured a ball tipped guide wire for a gamma nail, ruler measured 20mm too short. This was noticed after nail had been implanted; nail was then exchanged for a longer one.